Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016: black box not verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, internal battery was leaking. Battery compartment cracked below bumper pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an internal battery was leaking. And the battery compartment ws cracked below bumper pad. This report is made based on the results of an investigation completed on (B)(6) 2016.